Event description:
When attempting to insert the pre-inflated catheter the rough a 5fr sheath. The catheter wouldn't fit through the catheter & sheath were removed & replaced over the previously placed guidewire to complete the procedure with no further complications.